Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), b3: event date is date valid h3: analysis of the recharger found intermittent controller won't power on when recharger is plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated the implant was at 40% today when they saw a warning to call mdt. Pt stated they tried to reset controller and left battery pack out for 10 minutes and when they tried to charge the implant again, the screen went white. Pt stated the recharge screen is no longer highlighted (pt was not clear on what they meant by this). Agent had pt reset controller and plug into ac power supply cord with no battery pack. Pt confirmed screen turned on and saw controller at 100% and implant at 40%. Pt denied any visible damage to controller battery compartment pins, battery pack, or the recharger and pt has cleaned the connections. Agent had pt insert recharger but controller did not recognize the recharger was plugged in and implant was not charging. Agent reviewed to monitor implant charging with replacement recharger and can call back if issue does not resolve. The issue was not resolved. An email was sent to the repair department to replace the recharger.